Event description:
It was reported there was battery and lead failure. The patient later had a new system implanted. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received. Per manufacturer¿s device registry, the system was removed on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 3889-28, lot# j0564234v, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had urgency and urinary incontinence. There was normal battery depletion. It was unknown what setting the patient¿s device was in. It was noted that the lead was open circuit. The patient recovered without permanent impairment.